Event description:
Analysis was completed on the lead on (B)(6) 2016. An abraded opening was noted on the outer tubing. Abrasions on the outer silicone tubing surfaces are normal and do not impact device functionality. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary could not be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no anomalies were identified in the returned lead portion. There were no performance or any other type of adverse conditions found with the pulse generator. The root cause cannot be verified due to incomplete product being returned.

Event description:
It was reported that a patient was referred for revision surgery due to high impedance. The patient's mother reported that there had been no trauma to the lead. The patient had full revision surgery on (B)(6) 2016, and the high impedance resolved. The generator and lead were received on (B)(6) 2016. Analysis has not been completed to date.